Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # isk082513.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging that his one touch vita meter would not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned to the customer care advocate (cca) that he was hospitalized a month ago in (B)(6) due to heart problems and during that time he was not using his meter to test his blood glucose. He does not know what his readings should have been or what is considered a "normal reading" since he had not been testing or using the meter. After being discharged he came home and wanted to start to monitor his blood glucose and that his when the meter would not power on. The patient mentioned that due to the meter not working, he was unable to test his blood glucose and ended up developing symptoms 4-5 days after the alleged issue began with the meter. He developed symptoms of feeling pain in the chest and stomach and sweating a lot. Symptoms began on (B)(6) 2011 at around 10:00am. His home health nurse came at her usual time around 11:00 am and saw the patient's condition and contacted paramedics. Patient was admitted at 12:30pm and was hospitalized for 5 days. While his stay in the hospital the staff adjusted his food intake with no food containing oil or salt. The physician also have him more insulin (26 units of lantus). He claimed he was hospitalized for heart disease; however, it was also linked to his diabetes as well. The patient does not recall his readings in the hospital . This is not the first time the product was being used. There was no misuse of the product. The meter did not power on by pressing down on the power button. The batteries did not need to be replaced and the alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test and developed symptoms suggestive of a serious injury and had to be hospitalized for 5 days for heart problems and also for his diabetes.